Event description:
It was reported that the procedure was to treat an ectatic and eccentric proximal circumflex artery. An indeflator was connected to a 2.5 x 15 mm trek balloon catheter; however, when attempting to inflate the balloon the needle on the pressure gauge of the indeflator did not move; however, the balloon catheter did inflate. A new indeflator was successfully used to inflate the balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.